Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351697. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200798685, 200798591, 200798256] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle had a "wire" inside the syringe barrel while still sealed in the packaging, and was noticed before use. The following information was provided by the initial reporter: consumer reported finding "wire" inside the barrel of his syringes. Stated, the wire inside the barrel is located at the hub end and plunger end stated, the wire is sticking thru the barrel. Stated, the wire looks like its "melted". Stated, the box was sealed and the packages were sealed, he didn't notice problem until after the package was opened. Stated, the syringes were tampered with and it did not take place at the pharmacy end. Stated, someone broke into his home and tampered with his syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle had a "wire" inside the syringe barrel while still sealed in the packaging, and was noticed before use. The following information was provided by the initial reporter: consumer reported finding "wire" inside the barrel of his syringes. Stated, the wire inside the barrel is located at the hub end and plunger end stated, the wire is sticking thru the barrel stated, the wire looks like its "melted." Stated, the box was sealed and the packages were sealed, he didn't notice problem until after the package was opened. Stated, the syringes were tampered with and it did not take place at the pharmacy end. Stated, someone broke into his home and tampered with his syringes.